Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the bottom part where the rubber is pops out and they can smell however could not see the leak. Customer stated that their blood glucose readings at the time of the incident were in the range of 200 mg/dl to 300 mg/dl. No further information reported.